Manufacturer narrative:
This event had been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection by end to end anastomosis procedure, the surgeon noted that the firing handle was difficult to compress. Another device was used to resolve the issue and complete the procedure. There was no patient injury.